Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient failed to charge the ipg as recommended. As a result, the ipg was unable to communicate external devices and was deemed inoperable. A sjm representative confirmed the issue. The patient underwent surgical intervention wherein the ipg was explanted and replaced which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.